Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the ins was overdischarged for over 1 1/2 years. An explant took place on (B)(6) 2020. Issue was resolved. No further complications were reported/anticipated.